Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that upon removal the inner part of the tampon pulled away from the outer cover leaving the outer cover inside of her. She indicated that the event occurred with one tampon. She was able to remove the remaining pieces and did not need to seek medical assistance. Consumer was satisfied, no further follow-ups are tasked.